Event description:
Related MFR report: 1627487-2020-03623. It was reported the patient underwent surgical intervention due to the patient's scs system leads migrating down one vertebral level and the patient lost effective stimulation therapy coverage. The leads were re-positioned back to c2-c3. Effective stimulation therapy coverage was established postoperative and the issue resolved.

Manufacturer narrative:
Date of explant was inadvertently reported in the initial MDR. Devices were not explanted and remain implanted in the patient.

Event description:
Related MFR report: 1627487-2020-03623.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 1627487-2020-03623.